Manufacturer narrative:
The reason for this complaint was to report that during the primary surgery, "upon putting in the glenoid head retaining screw, it broke inside the glenoid head". This investigation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for examination. It is noted that part of the retaining screw was left in the patient and part was disposed of. The event did cause a 10 minute delay in surgery, however; the surgery was completed as intended. A review of the attached device history records (DHR), shows that the reported component and subcomponent (retaining screw) used in the surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the reported event. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this reported incident is the retaining screw broke. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported device was defective. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
The reason for this complaint was to report during a primary surgery that the retaining screw broke. The healthcare professional indicated there was a 10 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the implant device history records shows that the reported component ((B)(4)) in this incident, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. Since 2017 there have been five instances for the breaking of the retaining screw while inserting the glenoid head ((B)(4)). Attn: (B)(4) screw, retaining glenoid head rsp (B)(4) units were manufactured under lot #850c1396. The parts were acceptable and released on (B)(6) 2018. (B)(4) units used on wo a7728762 (lot number 862c2793). (B)(4) units were manufactured under lot #850c1394. The parts were acceptable and released on (B)(6) 2018. (B)(4) units used on wo a7728762 (lot number 862c2793). The rsp surgical technique guide provides the instructions for the series of operations for the implant surgery, including the use of a torque limiting driver for installation of the retaining screw. Torque limiter driver ((B)(4)) is used to tighten the retaining screw. The complaint report does not state whether the torque limiting driver was used. Calibration records indicate that all torque limiting drivers were returned from the reporting agency in august 2018 for stock rotation. All returned drivers were found to be within specification when tested. The torque limiter used in this procedure was not available for further investigation and the lot number was not provided. The root cause of this reported incident is the retaining screw broke. The items were not returned for review, therefore; the breaking of the retaining screw cannot be determined definitively. Failure to use the provided torque-limiting driver or cross-threading of the screw may contribute to this failure mode. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Corrected data: see g4, incorrect date received by manufacturer was entered on follow-up # 2.

Event description:
Reported incident - upon putting in the glenoid head retaining screw, it broke inside the glenoid head.